Event description:
During a hemiorrhoidectomy procedure, the device cut properly, but the stapler did not function. The surgeon took another device to finish the procedure. There was no pt consequence.